Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and a different symptom was found; it continuously power cycled. A nick was found in the display touchscreen. When the touchscreen cable was disconnected from the display printed circuit board the unit stopped power cycling. The display will be replaced. The reported event could not be duplicated.

Event description:
It was reported that the ventilator display froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.